Manufacturer narrative:
Outcomes to adverse event: infection, catheterization. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported the patient stated they were having a problem holding their urine. Patient increased stimulation to 4.7 v on program 4 and is still having issues. On the call, patient changed to program 5 and increased amplitude to 2.0 where they felt comfortable stimulation in the pelvic floor and will monitor symptoms and adjust as needed.  There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information received from the patient stated that they were needing to increase amplitude on program 5 in order for it to help with bladder symptoms. The current settings are helping with bladder symptoms, but also giving him pain in the left testicle. On the call, the patient changed from 5.3 on program 5 to 3.4on program 6. Patient will monitor symptoms and adjust if symptom not resolve. Additional information was received from the patient. They reported that the leaking symptoms have eased up however is still experiencing urgency symptoms. Overall patient said has experienced about 10% improvement. Patient asked about maximum setting which was reviewed. Patient said the highest setting isn't helping with the urgency. When asked the patient was initially on program 2 then on july 23rd switched toprogram 5 and has tried program 6 and currently on program 7. Patient also mentioned that about two months ago was diagnosed with an infection and felt pain in left testicle. Patient was prescribed doxcycline twice however that didn't work and then was put on cipro 500 2x/day and that helped. Patient said at last appointment, their healthcare professional hcp prescribed the temporary use of single use catheters to determine if patient is emptying their bladder. Patient said has a follow up appointment later this week to see managing hcp. Reviewed programming guidance. Patient said will try a different program and will track results.